Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: red and black particles, broken shell and underweight. A visual and microscopic analysis was performed which identified broken striated and opening striated, missing shell (0-25%) and creases fold. Base on the device analysis the final assessment is: a striated edge broken due to surgical damage consist in the use of some surgical tool; a striated opening due to surgical damage consist in the use of some surgical tool; missing shell due to inconclusive this is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Physician reported the patient experienced a "silicone gel leaking from the implant". The device was explanted. This record is for the right side.